Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log files. The system controller event log file was reviewed for the reported event dates (B)(6) 2025. Throughout the entirety of the event log file, a driveline power fault alarm was active. The onset is not captured in the event log file, so it is unknown which fault triggered the alarm. The system controller periodic log file indicates the alarm triggered prior to 8:31:19 on (B)(6) 2025. There was no resolution of the driveline power fault alarm within the log files. The pump maintained a speed within the expected range throughout the reviewed log files while the driveline was connected. Additional information stated that there have been no issues since the system controller and modular cable exchange, and that product would be returned. Additional attempts were sent to obtain tracking information; however, no additional information was provided. In the event that any relevant product returns to product performance engineering, the investigation will be reopened. The root cause of the reported event could not be conclusively determined during this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook ,section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook , section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a driveline power fault alarm. There was no visible damage to the driveline or the system controller. The pump was running without apparent issue. Log files were sent for review. The log file confirmed the driveline power fault alarms beginning on (B)(6) 2025. The log files after the modular cable and system controller exchange showed the driveline power fault alarm had resolved after the exchanged was completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.